Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible allergic reaction to the hip arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product- unknown zimmer triology acetabular shell, unknown zimmer femoral stem, unknown zimmer triology longevity acetabular liner, unknown biolox ceramic. Femoral head, unknown bone screw. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.